Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5088447. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Patient reported via regulatory agency "grade 4 capsular contracture, pain," and "enlarged lymph nodes throughout my chest and abdomen to my pelvis." Patient additionally reported "issues with my arms, skin, rashes and range of motion, chronic fatigue, inflammation arthritis or rheumatoid arthritis, joint pain, my eyes and vision have changed, get sick easily, memory and focus issues, cannot keep up, and lost some hair in patches;" these events are not device related. The device was explanted. This record is for the left side.